Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a laparoscopic procedure, the balloon of the device physically broke, toward the end of filling the balloon it gets very difficult to fill the balloon further. This was listed as a general complaint that the "balloons have been breaking". In each case, a new one was opened to complete the procedure. There was no patient injury regarding this issue.